Event description:
During past 2 yrs user has had repeated problems with the product. Unit stops unexpectedly while in use by pts. No injuries have occurred but the potential exists. Biomed dept has made numerous attempts to correct the problem based on MFR input. No pts exceeded the recommended weight limit and most were of average built. Initially rptr had (2) units but now only 1 is available or 1st one is unavailable - utilized for scrap and parts. It was used for scrap parts. Add'l event dates 1995 and 1996.